Event description:
Reporter indicated a dell handheld computer screen was freezing during interrogation, indicating a possible software malfunction. An analysis was performed on the handheld and no anomalies that support the reported complaint were identified.